Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) comment vascular access and infusion specialists - chat room "I have recently experienced 2 issues with stylets in triplelumen hf, never had an issue with the guidewire" no other information was provided. This report addresses the first of two devices.